Manufacturer narrative:
Investigation conclusion: the reported complaint of keypad failures was confirmed on 3 of the 4 returned keypads during testing for this investigation. Previous cad failure investigations have identified this issue associated to fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when being pressed. Device inspection: four front case keypads were returned. Three keypads were noted as printec keypad p/n tc10012515 and one keypad p/n tc10013664. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 25mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 03aug2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads. The issues were noted prior to patient use.

Event description:
It was reported that there were defective pcu (8015) keypads. The issues were noted prior to patient use.

Manufacturer narrative:
(Evaluation & conclusion codes).